Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer cubies had failed. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubies failed. A field service (fse) found that cubies in main drawer 3.1 failed and were not recovering. Additionally, drawers 3.1 and 3.2 failed. The fse disassembled and reassembled the internal components of both drawers but did not identify any issues during inspection. Then, the fse reseated all connections and replaced the module controller board, and the drawer board for drawer 3.1. Additionally, the fse replaced the retractor bands for drawers 3.1 and 3.2 to resolve the issue. The system functioned as intended after the field service engineer repaired the device.